Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have moisture under display screen due to insulin pump getting wet on night stand from a cup of water. Customer's blood glucose was unknown. Customer reported that battery compartment and corner of display screen were cracked. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces during our visual inspection however; all of the buttons are functioning properly during our testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.